Event description:
On (B)(6) 2011, the pt underwent repair of a thoracic aneurysm. On (B)(6) 2011, the pt underwent a follow-up computed tomography angiography that revealed a distal type I endoleak. On (B)(6) 2011, the pt underwent a reintervention where an additional gore tag thoracic endoprosthesis was implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).